Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 484 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a detached end cap, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The pump passed the idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system error alarm due to the detached end cap.